Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the returned oxygen blending module.

Event description:
A ventilator's oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. There was no report of patient harm or injury. During the evaluation, the root cause of the oxygen blending module board failing was due to flow sensor (u29) being out of tolerance.